Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leaked from around the shaft of the catheter during the pretest. The catheter was intended to be used for urine drainage. The catheter was replaced.

Manufacturer narrative:
The reported issue (that water leaked out around the shaft of the catheter at pretest. The catheter was intended to be used for urine drainage. Another catheter was used for the patient) was confirmed. While evaluating the sample received per visual evaluation noted a cut below the bifurcation on the inflation lumen. Per functional evaluation water leak was found at shaft, below of the bifurcation area on the inflation lumen to 0.50¿ from the bifurcation area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that water leaked from around the shaft of the catheter during the pretest. The catheter was intended to be used for urine drainage. The catheter was replaced.